Manufacturer narrative:
Samples received: 1 open box labeled as novosyn reference c0068151 batch 117236 with 32 unopened pouches of the same product batch and 3 unopened pouches of the reference c0068474 and batch 117236. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. Most part of the batch was distributed in the market, there are (B)(4) units in stock. W have received one novosyn box labeled as c0068151 batch 117236 (frontal and back labels) nevertheless inside there are 32 unopened pouches of the product and 3 unopened pouches of other novosyn reference: c0068474 but the same batch 117236. The involved orders were conditioned/packed in boxes the same day, most probably one after the other and some units of one order were packed with the other in the production area. Production personnel has been warned about this issue. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. However, this complaint is included in the project lean_01_2012 regarding mix-up. Moreover, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: france it was reported that the customer received reference c0935107 with 33 units and 3 units of the reference c0068474 the same box closed.